Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: do you have any photos of the damage suture? No photos are available. The following information was requested, but unavailable: what was the name of the procedure? What was the procedure date? What is the lot number? What was being done when the suture tied to another broken suture was detected? (Removal from package / during handling / during passage through tissue/ during tying)? What was used to complete the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure it was found that the suture had been tied with another broken suture. There was no impact to the surgery, due to the broken suture. No adverse patient consequences were reported. Additional information was requested